Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that the patient expired following complications that occurred during a coronary orbital atherectomy procedure. The target lesion was 90% stenotic and was 2mm in length. The lesion originated in the distal left main artery and extended distally into the proximal left anterior descending (lad) artery and circumflex artery. The physician used a 7fr x 25cm introducer sheath, 7fr jl4 guide catheter, a whisper guide wire and additional crossing wires to access the lesion. Prior to atherectomy, an impella cardiac assist device was introduced to help control blood pressure. After four hours of crossing the lesion with multiple guide wires, the physician was able to advance a csi viperwire guide wire across the lesion and the csi orbital atherectomy device (oad) was loaded onto it. The physician completed two runs at low speed in the distal left main artery and circumflex artery. The oad was removed from the patient, but when doing so, the physician lost wire access to the lesion. The physician was able to reposition the viperwire using a balloon catheter and advanced the oad back into the patient. The physician completed a third low speed run with the oad and removed it from the patient. When advancing a stent catheter into the patient, it seemed to get stuck in the circumflex artery. Angiography revealed what appeared to be a perforation, but the patients blood pressure remained unchanged and ivus did not identify a perforation. The impella device was slowly reduced (over about 10 minutes) and follow-up echocardiogram did not show any pericardial effusion. The patients blood pressure also remained unchanged to this point. The physician then deployed a covered stent across the circumflex artery and final angiogram showed a cloud of contrast into the interstitial space, but no additional staining was noted. The patient was transferred to the critical care unit (ccu) in stable condition. Approximately four hours post-procedure, the patients blood pressure began to drop and the patient was brought back to the cath lab. Pressure continued to drop, but the patient was stabilized to the point of being returned to the ccu. Later that evening, the patient expired while in the ccu. Requests for additional information have been made, but none has yet been received.